Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. Stryker downloaded the device's electronic records for review and was able to verify the reported issue. Stryker replaced the device's battery pins and tightened the battery nuts as a precaution. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device is unexpectedly powering off/resetting. There was no report of patient use associated with the reported event.